Event description:
Device 2 of 3. MFR. Reference report#: 3006705815-2019-01092. 3006705815-2019-01094.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3, reference MFR. Report#: 3006705815-2019-01092, 3006705815-2019-01094. It was reported that the patient's ipg had flipped within the pocket, and the patient's leads were not connected, nor disconnecting as intended, thus fractured by physician in an attempt for removal. As a result, the patient's scs system was explanted and replaced. Therapy was restored post-op.